Event description:
It was reported that during implant procedure the lead became dislodged. An echocardiography was performed and pericardial effusion was observed around right ventricle. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.